Event description:
This customer reported that the pt appeared to jump more than expected after internal defibrillation was delivered. There was no report of any negative pt impact.

Manufacturer narrative:
(B)(4). This customer reported that the pt appeared to jump more than expected after internal defibrillation was delivered. There was no report of any negative pt impact. The electronic event file was reviewed and showed that three shocks were successfully delivered via internal paddles (6 joule energy selection). The device was evaluated by philips and passed all performance verification testing. Note that the heartstart mrx instructions for use states that the presence or abscence of muscular response is not an accurate indicator of the delivery of energy. There is no info that supports that a malfunction of the device occurred.